Manufacturer narrative:
Patient medications and medical history were not provided in full. Information as provided is included. Patient was reported to be a current smoker, had hypertension and was on betablockers the lot numbers of the tag device were not provided; therefore no device history review was performed and no UDI is available. The manufacturer and device information of the sheath used during the procedure was not provided a complete event date and implant date were not provided and have been estimated based on the information received. As no additional information will be provided for this double-blind study and no additional investigation can be performed, the event will be closed with the provided information. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2017, a patient underwent an urgent repair of a symptomatic aortic dissection. The primary tear was in zone 3, with disease extending distal into extending to zone 10b. The tevar indication was for malperfusion. A conformable gore® tag® thoracic endoprosthesis was implanted from zone 2 to zone 5. No procedural complications were reported. The patient was in ICU for seven days. The patient was discharged to the rehab unit eight days following surgery. At follow up an unspecified endoleak was noted. No reintervention was reported to gore. Data was provided indicating a maximum aortic diameter of 35 mm pre-treatment and 40 mm at follow up.

Manufacturer narrative:
H6. Code 4755 the device does not have distinct parts, components, or sub-assemblies, or it would not be appropriate to link the reported incident to a single part, component, or sub-assembly. Use this term if the problem involves or affects the overall device rather than a specific component. B5: description summary updated for clarity following additional review d4. Remove/disregard UDI. No serial lot number is known. H6. Replaced 4117 with 4119. H6. Replaced 1708 with 4580. H6. Replaced 2199 with 4648. H10. Remove/disregard IFU statement as it is not applicable.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2017, a patient underwent an urgent repair of a symptomatic aortic dissection. The primary tear was in zone 3, with disease extending distal into extending to zone 10b. The tevar indication was for malperfusion. A conformable gore® tag® thoracic endoprosthesis was implanted from zone 2 to zone 5. As reported a surgical bypass of the left subclavian was performed. As reported, respiratory reintubation was indicated as a complication. The patient was in the ICU for seven days. The patient was discharged to the rehabilitation unit eight days following surgery. No reintervention was reported to gore. Data was provided indicating a maximum aortic diameter of 35mm pre-treatment and 40mm at follow up.